Event description:
Pinnacle flx study. It was reported thrombus occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 23.6 mm. Prior to the index procedure, 81mg aspirin and 5mg of apixaban were administered. On (B)(6) 2018, the patient was discharged on aspirin and apixaban. On 15 august 2018 transesophageal echocardiogram (tee) revealed residual jet around the device as 2.3 mm. No thrombus and pericardial effusion noted. The left ventricular ejection fraction was 40%. On (B)(6) 2019, the patient returned for a 12 month follow-up and tee revealed non-mobile thrombus on the atrial facing surface of the device. The thrombus had a maximum area of 0.77cm2. The event was treated medically. At the time of reporting the event was considered ongoing. It was further reported that aspirin was not administered prior to the procedure as previously reported. At the follow up on 14 june 2019 the patient's rhythm was v-spaced with underlying atrial fibrillation. The size of the thrombus on the device was clarified as 7x11mm. There was no thrombus in the left atrium and no evidence of effusion. The patient was put on 10 mg eliquis daily and advised to stop aspirin. The physician recommended to monitor the patient's hemoglobin and hematocrit for the following month and then every two weeks and have follow up tee. It was further reported that at the follow up on 14 june 2019 tee revealed a well seated watchman flx device with no residual flow around the device. The thrombus was further described as fixed, well-organized laminar thrombus, noted on the top of the watchman flx device adjacent to the posterolateral aspect of the threaded insert. Of note, on (B)(6) 2018 therapy with apixaban was discontinued. In response to the event, the patient was restarted on 10 mg apixaban and therapy with aspirin was interrupted. On (B)(6) 2019, the event was considered resolved and on the same day, therapy with apixaban was switched to clopidogrel.

Event description:
Pinnacle flx study. It was reported thrombus occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 23.6 mm. Prior to the index procedure, 81mg aspirin and 5mg of apixaban were administered. On (B)(6) 2018, the patient was discharged on aspirin and apixaban. On (B)(6) 2018 transesophageal echocardiogram (tee) revealed residual jet around the device as 2.3 mm. No thrombus and pericardial effusion noted. The left ventricular ejection fraction was 40%. On (B)(6) 2019, the patient returned for a 12 month follow-up and tee revealed non-mobile thrombus on the atrial facing surface of the device. The thrombus had a maximum area of 0.77cm2. The event was treated medically. At the time of reporting the event was considered ongoing. It was further reported that aspirin was not administered prior to the procedure as previously reported. A the follow up on (B)(6) 2019 the patient's rhythm was v-spaced with underlying atrial fibrillation. The size of the thrombus on the device was clarified as 7x11mm. There was no thrombus in the left atrium and no evidence of effusion. The patient was put on 10 mg eliquis daily and advised to stop aspirin. The physician recommended to monitor the patient's hemoglobin and hematocrit for the following month and then every two weeks and have follow up tee.

Event description:
(B)(6) study. It was reported thrombus occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27 mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 23.6 mm. Prior to the index procedure, 81 mg aspirin and 5 mg of apixaban were administered. On (B)(6) 2018, the patient was discharged on aspirin and apixaban. On (B)(6) 2018 transesophageal echocardiogram (tee) revealed residual jet around the device as 2.3 mm. No thrombus and pericardial effusion noted. The left ventricular ejection fraction was 40%. On (B)(6) 2019, the patient returned for a 12 month follow-up and tee revealed non-mobile thrombus on the atrial facing surface of the device. The thrombus had a maximum area of 0.77 cm2. The event was treated medically. At the time of reporting the event was considered ongoing.